Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and a sudden jump in impedance to out-of-range measurements. Subsequently, a revision procedure was performed, and this rv lead was surgically capped/abandoned and replaced. No additional adverse patient effects were reported.